Event description:
The manufacturer received a voluntary medwatch (mw5149302) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was experiencing issues under the recall which allegedly caused the death of the patient. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to a received a voluntary medwatch (mw5149302) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient was experiencing issues under the recall which allegedly caused the death of the patient. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. Corrected data includes data in box h, type of reported complaint was updated to death from product problem.